Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service team received the suspect device for evaluation and repair. The factory service team was able to duplicate the customer's reported allegation in transducer faults. The factory service team replaced the main board which resolved the reported issue. The device was tested and passed to service specifications.

Event description:
The customer reported while using the vela ventilator; the unit alarms transducer fault (xdcr fault). The customer reported the message and alarm cannot be reset. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. Transducer calibrations were performed and identified the root cause to be a faulty exhalation differential transducer within the assembly. This issue will be internally investigated within carefusion.